Event description:
It was reported that this pacemaker exhibited noise with a second of right ventricular (rv) lead pacing inhibition. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).